Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported a display failure, wherein white lines appeared on the display. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have several lines on the screen. Upon startup, the unit restarted and rebooted continuously and displayed error code 007. Upon internal inspection the technology board was found to be missing. The lcd as well as the mx board were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.